Event description:
The patient underwent surgical procedure of "radical prostatectomy with regional lymphadenectomy" by two urologists. The surgeon documented during the procedure that olympus thunderbeat was used for hemostasis after using blunt and sharp dissection on the nodal tissue from the external iliac vein and freeing lateral rings. During the procedure it was reported that a probe area on thunderbeat machine showed damage error that required opening up a 2nd (tb-0920oc) to finish the case. No injury or further complications were reported for the patient.